Manufacturer narrative:
Zoll has not received the thermogard xp ivtm system (sn (B)(6)) for investigation. A follow-up report will be submitted if and when the product is returned, and the investigation has been completed.

Event description:
During the initial set-up for an ivtm therapy, the thermogard xp ivtm system (sn (B)(6)) displayed tcmid:05 (coolant diff failure) message. Another thermogard system was used to continue the treatment. No consequences or impacts on the patient.

Manufacturer narrative:
The customer reported a complaint that "the thermogard xp ivtm system (sn (B)(6) displayed tcmid:05 (coolant diff failure) message," was confirmed based on the event log review but not during the initial functional testing. Upon further functional testing, the root cause of the intermittent tcmid:05 error was determined to be a malfunctioning lm 34 temperature sensor and pic 16 pcb (printed circuit board), likely attributed to failed component(s). Unrelated to the reported complaint, a missing coldwell cap was noted and replaced upon visual inspection. No physical damage was noted on the thermogard system. The event log review indicated several tcmid:05 errors on the reported event date, thus, confirming the customer's reported complaint. The thermogard system passed the initial functional testing. However, upon further testing, the root cause of the tcmid:05 was determined to be a malfunctioning lm 34 temperature sensor and pic 16 pcb. Both the parts were replaced to address the customer's reported complaint. The thermogard xp ivtm system passed the final functional, calibration, and electrical safety tests without issues following service. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaint reported for the thermogard xp ivtm system with sn (B)(6).